Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that the ophthalmic console shut down with no warning. The console was turning on and off but the screen was black. Procedure details and patient impact were not reported. Additional information was requested but not received to date.

Manufacturer narrative:
The customer reported that the system shut down. In a follow up with the company representative, the customer reported that a system reboot resolved the issue. The service record (sr) was opened to address the reported event. The sr was cancelled due to customer request and an onsite assessment of the system was not performed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).